Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure and device not on bus. The customer reported that the user was able to remove the medication but there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to reseat all connections in drawer. A field service engineer truobleshooted and found loose connection to retractor and control board. So, reseated all connections. The system functioned as intended.